Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements. It was recommended that the patient be evaluated by the electrophysiologist. No adverse patient effects were reported. At this time, this device remains in service.